Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 800mg/dl by the time the paramedics were called and then dropped to 400mg/dl at time of his hospitalization. Troubleshooting was performed. The caller mentioned getting no delivery alarms during the night. The customer's recent glucose reading was 300mg/dl, and he has treated with a manual injection. The customer stated that the insulin pump is cracked at the reservoir compartment. Advised the caller to discontinue use of the insulin pump, and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.